Event description:
After implantation of three cypher stents the patient was discharged from the hospital and four days later became unconscious after walking a few hundred meters. The presence of thrombus was unknown. An acute myocardial infarction was confirmed on EKG. The patient developed an acute myocardial infarction as a complication and expired. The procedure was an elective case, the target lesion was proximal and mid left anterior descending. The target lesion was de-novo, calcified, eccentric and bifurcated lesion. Aha/acc classification of the vessel was a type c. Predilation was conducted with a balloon (2.5/15mm) at 16 atm for 30 seconds at the mid left anterior descending. Pre-dilataion was not conducted for proximal left anterior descending. Cyper stent was implanted at 16 atm for 30 seconds at the mid left anterior descending. The 2nd cypher stent was implanted (2.5/18), was implanted at 20 atm for 30 seconds proximal to the 1st cypher. The 3rd cypher stent was implanted at 18atm for 30seconds at the proximal left anterior descending. All three cyphers were implanted overlapping each other. Post-dilatation was conducted with a balloon (2.5/18mm) at 22 atm for 30 seconds at the mid left anterior descending. For lesion proximal left anterior descending, post dilation was conducted with a balloon (3.0/28mm) at 22 atm for 30 seconds at the proximal left anterior descending. Vessels 1st and 2nd diagonal branches were left untreated. Ivus was conducted. Timi flow before and after the procedure was a 3. The residual % of stenosis after the procedure was 0. Act was not measured. Four days later, after the patient was discharged from the hospital the patient became unconscious after walking a few hundred meters. The patient was brought to the hospital immediately and resuscitation was conducted. Due to the side branch occlusion the cpk was 1200. Acute myocardial infarction of the vi was confirmed on EKG. The patient developed acute myocardial infarction as a complication.